Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the pump experienced an alarm as no disposable clamp tubing (ndct) and occurred over delivery while using the tubing extension set during the medication of fluorouracil. There was a patient involved and no harm was reported.